Event description:
New information received notes that the patient presented in-clinic for a right atrial (ra) lead revision procedure. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the intervention.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have over-sensing of myopotentials, low pacing impedance, and high capture thresholds. Inhibition of pacing was observed due to the over-sensing. No additional malfunctions were noted. Corrective programming changes were made. Surgical revision for the ra lead was planned but was not yet performed. The patient was stable throughout and no symptoms were reported.